Event description:
The customer reported an error 1000. There was no pt involvement.

Manufacturer narrative:
(B)(4). Philips evaluated the device and confirmed the error 1000. Philips replaced the power pca to resolve the issue. The device remains at the customer site.